Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and scratched case.

Event description:
It was reported that the insulin pump is malfunctioning. The act and esc buttons are not working. The insulin pump has alarmed button error. Customer stated that the insulin pump is over-delivering insulin. The blood glucose reading is 170 mg/dl. The insulin pump will be replaced. Nothing further reported.